Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2021-09134. During an in-clinic follow up, oversensing due to noise and crosstalk which then resulted in loss of pacing was noted on the right ventricular (rv) and right atrial (ra) leads of a pacer-dependent patient. Static testing was conducted which reproduced the noise episodes. However, diagnostic imaging was also conducted but the cause of the event could not be determined. No intervention has been conducted at this time but revision is anticipated at the next in-clinic follow up. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the event.

Event description:
Additional information received from technical support indicating that the crosstalk could not be confirmed from the session records reviewed.